Event description:
A company representative reported that during a field visit to a customer, hypotony was observed when performing fluid air exchange. The fluid air exchange valve was jerking and then working properly. Additional information has been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).